Manufacturer narrative:
Date of event: exact date unknown, event occurred since being implanted. Additional suspect medical device component involved in the event: product family: scs- paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7043000.

Event description:
It was reported that the patients stimulator was not working since being implanted, and was reprogrammed once. The patient underwent an explant procedure. The explanted ipg and paddle lead were discarded.